Event description:
It was reported the pt experienced underdose symptoms prior to pump refill. The volume of drug in the pump was appropriate. The pt was on a three month refill cycle and would have symptoms the last week of the cycle. The drug used in the pump is unk. One month later, the pt reported underdose/withdrawal symptoms of shaking, nausea and diarrhea prior to pump refill. The hcp had been advised and had determined the pump was almost completely dry. The pump was due to be refilled the following day. The pt reported the pump seems to start and restart intermittently. No tests have been performed to confirm the intermittent starting and restarting. A dye study performed previously did not show an issue with the pump. Explantation of the device is being considered. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
.